Event description:
It was reported that the patient experienced inappropriate shocks. The patient experienced symptoms of arrhythmia, ventricular fibrillation, bradycardia, and exit block. The right ventricular (rv) lead exhibited high and unstable thresholds, high impedance and contains an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor and the right ventricular defibrillation coil of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014 sic up to 318 and high-rate non-sustained episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2014, the rv coil lead impedance measured 209 ohms. On the week of (B)(6) 2014, the rv pacing lead impedance measured 4047 ohms. An rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and high rate non-sustaining episodes.